Manufacturer narrative:
One inquiry steerable diagnostic catheter was received for evaluation. The device was returned due to a display issue. Dissection revealed conductor wire 12 had been fractured proximal to the weld joint, consistent with the open circuit detected and the reported signal issue. Electrode 11 met specifications of acceptable resistance values with no open or short circuits detected. However, electrode ring 11 was noted to be ¿pressed¿ resulting in an oval shape, and the adhesive bond broken creating a gap between the ring and the catheter shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wire and misshaped electrode ring is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode.